Event description:
The user facility reported that the angulation wire snapped during a procedure. The physician reported that he heard a snapping sound when he reached the duodenum during the procedure. The physician reported that the bending section area was in a neutral position and was not angulated when the scope was withdrawn from the pt. The procedure was completed with a different, but similar device. There was no additional info reported.

Manufacturer narrative:
The device referenced in this report was forwarded to olympus for investigation. The investigation revealed that the right angle wire was broken and frayed. The cause of the user's experience cannot be determined, but a possible cause to this kind of failure is the application of excessive force when manipulating the control knobs. In addition, the right coil pipe was also found to be stretched, which may be due to impact (or excessive stress and tension) caused by the broken angulation wire. This report is being submitted as an MDR in an abundance of caution.